Manufacturer narrative:
Review of the device history record for this valve showed that the valve was built per specs. Pathology report states: "received in formalin labeled "mitral" is a prosthetic mechanical mitral valve specimen with an outer diameter of 3.8 cm and inner diameter of 2.4 cm. The outer sewing ring is tan-white, intact. There is not overlying panus/soft tissue. The valve consists of 2 semilunar shaped leaflets, which open and close with ease. There is no adherent thrombi or obvious obstruction noted. No distinct abnormalities are noted. The attached sewing ring is scraped yielding a few fragments of tan possible debris, soft tissue or synthetic material collectively measuring up to .6x.5x.2cm. This aggregate is entirely submitted in a single cassette. Photos of specimen are taken. Microscopic description: soft tissue retrieved from sewing annulus appears as fibrinous material w/ entrained neutrophils. This down not show evidence of organization. Diagnosis: prosthetic mitral valve, resection: grossly intact prosthetic mitral valve w/ mobile leaflets, scant adherent fibrinous material, see descriptions above."

Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in aats/sts guidelines as "valve-related." Therefore it is being reported. Comments from surgeon's operative notes: "stuck prosthesis w/ small piece of clot adherent at posterior leaflet." Onxmc-25/33 valve leaflet stuck with clot. Valve was explanted and replaced. There is no record of the pt's compliance with anticoagulation therapy. Pt recovered from the surgery.